Event description:
It was reported that the patient presented for a lead revision and generator change. When the new lead was connected to the new generator, the left ventricular capture threshold could not be measured. The capture threshold measurement was good through the analyzer. The lead was disconnected and reconnected several times and the capture threshold could not reliably be obtained. The device was replaced and returned. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.